Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned a 26mm transcatheter valve was successfully implanted inside the failing 25mm mitral valve with no complications. The patient's valve area was less than 1 cm2 with a mean gradient of 14 mmhg. Implant duration of the pre-existing valve is approximately seven (7) years. Post-deployment, the mean gradient went from 14 mmhg to 3 mmhg and the valve area increased over 2 cm2. The valve was functioning well with only a trace amount of intravalvular leak. The patient was discharged on post operative day 10 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm mitral bioprosthetic valve that required valve in valve intervention after an implant duration of six (6) years, eight (8) months due to mitral stenosis secondary to calcification. A transcatheter valve was implanted within the existing mitral bioprosthesis. There were no reported complications.